Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that when the ok keypad button was pressed, it changed the contrast. There is no indication that the product issue caused or contributed to an adverse event. Changing the contrast has no impact on insulin delivery function. However, this complaint is being reported based on the allegation that the ok keypad button was not behaving in an expected manner.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2017 with the following findings: there was visible moisture corrosion in the battery compartment. The battery compartment was found to be cracked. Moisture corrosion was found on the keypad connector.